Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information was received indicating that this rv lead was surgically explanted due to apical perforation.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced with the same model. No additional adverse patient effects were reported.